Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported battery ordered, did not display the manufacture date in the pneumatics screen. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
G4: 10sep2020, b4: 14sep2020 . The battery was returned by the customer and a replacement order for the customer was confirmed.the reported problem was duplicated and confirmed by a philips failure investigation (fi) technician. The visual inspection showed that a battery had been received with no anomalies noted. Furthermore, a failure investigation (fi) technician installed returned battery into a fi ventilator to duplicate the reported issue of a battery ordered not displaying the manufacture date in the pneumatics screen. . Fi technician identified the failure of the battery to display the manufactured date on the ventilator is due to corrupt data on the battery eeprom. This is further supported by the erroneous gas gauge report of a maximum lifetime temperature of 292 degrees celsius that was pulled from the battery. The battery cells appear to be in good health according to charging measurements provided by r&d. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.